Event description:
It was reported that two guide wires were being used in the lesion, a whisper and a bmw, and that during use of the guide wires, the whisper guide wire caused a perforation. The 3.5 x 12 mm graftmaster was selected for treatment of the perforation; however, it would not cross through the vessel to the lesion. A 3.0 x 12 mm graftmaster was selected for use; however, this also would not cross through the vessel for treatment of the perforation and during removal of the device from the pt, the stent implant dislodged from the balloon. A small dilatation balloon was inflated inside the dislodged stent and the stent was able to be removed from the pt. The pt at this time was sent for surgery to treat the perforation. The pt is reported to be recovering from surgery. No add'l info was provided.

Manufacturer narrative:
(B)(4). Failure to advance can be affected by numerous factors including, but not limited to, pt anatomical morphology (tortuosity or calcification), pre-dilatation strategy, product placement technique, product size selection, accessory device support, or interaction with accessory devices or previously deployed devices. Although the anatomical conditions were not reported, failure to advance is not often associated with a prod quality deficiency and is likely related to the operational context of the procedure. The 3.0 x 12 mm graftmaster (part 12744-12, lot unk) and the hi-torque whisper (part 1005357hj, lot unk), indicated are each being filed under separate MFR#'s.